Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the pt's programming history, a programming anomaly was noticed. The pt was seen on (B)(6) 2006 and left the appointment at intended settings; however, at the pt's next recorded appointment on (B)(6) 2006, it appears that the pt's generator had been un-intentionally programmed to faulted diagnostic settings. The exact date that the faulted test occurred is not known, as it was not observed in the available history. A final interrogation, confirming the pt's correct settings, was performed during the pt's prior visit on (B)(6) 2006.